Event description:
Related manufacturer reference number: 3006705815-2022-00238. It was reported one of the patient¿s leads has high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue.